Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens implant procedure the leading haptic, folded to the posterior side of the optic and was stuck after inserted. The surgeon reported took several minutes working to get the haptic to eventually release, probe, irrigation and aspiration tried to use with company solution and ovd. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. It was reported that haptic was observed to be stuck to the optic after implantation. The root cause of the reported issue is deemed to be related to manufacturing process change that increased the likelihood of company haptics adhering to the posterior optic surface following delivery with the company preloaded device. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).